Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the leg while wearing the device. The patient stated that the infection progressed to a staph infection. As a result, the patient was taken to the emergency room and was subsequently discharged. The event reportedly occurred approximately one year ago. The patient was treated with an antibiotic; however, they could not recall the name of the medication. No additional information was provided.